Manufacturer narrative:
Device evaluated by MFR: received one leveen needle electrode with original lid and product label. Residue was present on the device indicating use/ handling. The leveen array was retracted when received. During the evaluation the array was extended with some resistance noted. The array extended fully and the tines appeared to have been slightly twisted and rotated off axis. Additionally the tines were unevenly spaced. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the tines overlapped during preparation for a radiofrequency ablation procedure. During preparation of the leveen standard device; the tines overlapped during deployment outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tines overlapped during preparation for a radiofrequency ablation procedure. During preparation of the leveen standard device; the tines overlapped during deployment outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.